Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The ipp was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated through ring and was protruding in abdomen. The ipp was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Updated describe event or problem b5.